Event description:
It was reported that the patient was prescribed antibiotics to treat a superficial skin infection following the implant of this artificial urinary sphincter (aus). The aus remains implanted and active and the infection was resolved by the antibiotics. The physician does not believe the infection is related to the procedure, but is related to the device.

Event description:
It was reported that the patient was prescribed antibiotics to treat a superficial skin infection and a superficial postoperative wound infection following the implant of this artificial urinary sphincter (aus). The aus remains implanted and active and the infection was resolved by the antibiotics. The physician does not believe the infection is related to the procedure, but is related to the device.